Event description:
It was reported a patient experienced a "tummy infection" coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for vomiting and bleeding from the stomach. On an unknown date, the patient was transferred to the intensive care unit (ICU) and pd therapy was discontinued. The patient was switched to and currently remains on hemodialysis. At the time of this report the patient had not recovered and was still hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): as the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.